Manufacturer narrative:
Additional suspect medical device components involved in the event: 18783998 product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7070898.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a explant procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Manufacturer narrative:
Update to initial MDR in block b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a explant procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available. Additional information was received that the patient did not undergo an explant procedure. There was no surgery or reported allegation against the device itself and no indication of an issue with device performance.